Event description:
The dispenser noticed a wax guard embedded in the ear wax during a routine checkup. He referred the user to a doctor for removal. The dispenser then put a second wax guard on the aid. Later the dispenser noticed the wax guard was missing, and found it in the user's ear. He was able to remove it with no further problems -- no redness, no swelling, or no pain.